Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/26/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the pm pcba to address and correct this reported event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported a ventilator that "hung up" - this was clarified as an issue with the power management printed circuit board assembly (pm pcba). No patient involvement / harm.